Manufacturer narrative:
At the time of this report the ilet evaluation is still in progress. A follow-up report will be submitted when investigation is completed.

Event description:
On 12-sep-2025, it was reported that a beta bionics ilet user experienced an unresponsive lower touchscreen, preventing the device from unlocking. The user noted a small crack on the bottom of the screen and confirmed there was no water damage. The user reverted to backup therapy while awaiting a replacement device. There was no report of end-user harm or adverse event associated with this case.